Manufacturer narrative:
Upon receipt the lead was found cut 52cm proximal to the lead tip. Only the distal fragment was returned for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple signs of abrasion along the lead fragment. In particular in the distal end region the insulation was found rubbed through, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 73 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead and the ICD were explanted.